Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves when treated with high-frequency oscillatory (hfo) ventilation. There was no patient harm. The breathing control printed circuit board (pcb) was replaced and returned for investigation. No further issues have been reported. The evaluation of received device logs confirms a single occurrence of the reported technical error code and a stop of ventilation on the reported date of event (B)(6) 2022. Preceding alarms and warnings indicate a problem with the expiratory flow measurement. With the returned control pcb installed in the reference ventilator, the reported problem could not be reproduced. Three pre-use checks and one week of simulated use test ventilation passed without any deficiency noted. A probable root cause for this behavior has been identified as the expiratory flow meter getting stuck at a high flow reading, causing stop of ventilation. A field action with a software upgrade has been initiated to prevent this behavior.